Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 2-june-2023, the following additional information was received from the physician regarding the reported incident: the patient presented with chest pain after the procedure and a chest x -ray performed found a large enough pneumothorax that warranted an immediate chest tube placement. The patient was admitted for 2 days. The physician believed that the ion system did not cause the pneumothorax and attributed the complication to the tools that were used to get the specimen. The procedure was completed without delay and there was no device malfunction associated with the event. The patient is currently at home stable and will undergo a surgical resection of the cancer.

Manufacturer narrative:
Based on the current information provided, the cause of the reported pneumothorax cannot be determined. There was no report of, or indication that any issues occurred with the ion system, instruments or accessories. System log are not available for review at this time. Section a2: only patient year of birth was provided.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was in the left lower lobe, superior segment and about 2.4 centimeters in size. Instruments used during the procedure included a 21g flexision biopsy needle and a compatible forceps. Staging using ultrasound bronchoscopy (ebus) was also performed and imaging was performed by c-arm fluoroscopy. The biopsy results found malignant adenocarcinoma. Additional information including patient symptoms, length of time before the chest tube was removed and length of hospital stay was requested; however, no information was provided.